Manufacturer narrative:
Additional information was received that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.

Event description:
A report was received that the patient had a non-functional ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had a non-functional ipg. The patient will undergo an ipg replacement procedure.